Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went from group c to group d because it wasn¿t stimulating enough and they didn¿t increase the stimulation because the patient had been told to ¿set it and forget¿. The patient was charging their implantable neurostimulator (ins) at the time of the report and the ¾ quartile was flashing. The patient was walked through changing groups and it was noted that the patient had high density settings. Technical services indicated that since the patient had high density programming they weren¿t expected to feel the stimulation. The patient had groups a and b where they felt stimulation but they noted that they weren¿t supposed to use them at the time of the report. Groups c and d were programmed so that the patient was not supposed to feel stimulation and they were supposed to use those groups at the time of the report. The patient had a doctor¿s appointment scheduled for about 3 weeks after the date of the report. The patient was last programmed 10 days after surgery. It was noted that a couple of days prior to the report to the report the patient woke up and they were hurting. They got up and walked around and continued to hurt in their feet and legs. They changed to group d and after switching to group d the pain issues resolved the same day. They could immediately tell that changing the group resolved the issue. It was noted that the patient had a stress test scheduled for the thursday after the report where they would inject the patient with medication to get their heart started. The patient was implanted for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.